Manufacturer narrative:
The reported event was confirmed. The manufacturer evaluation revealed a threaded pin on the coupling is loose, the bearing is worn out and the sleeve on the rotor has come loose.

Event description:
It was reported that while milling an intramedullary nail, the guide became stuck and, when removed, a small tube came out. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update avoe 13-nov-2025 it was confirmed that the failure occurred on the 23rd of october during a femur fracture with intramedullary nail surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.